Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va057ly, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va057ly, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s system worked for a while and then all of the sudden it did not work. The pain in the butt was so bad that it had to be taken out. The patient started about 6 months ago and the patient didn¿t know when it stopped working. The patient had it removed on (B)(6) 2015 as it was not working for them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.